Event description:
Biliary stent failed to release during pts ercp [endoscopic retrograde cholangiopancreatography]. Had to remove faulty equipment from pt's biliary duct and then re-cannulate to place another stent. Second stent deployed without issue.